Event description:
Procedure type: esophagojejunostomy. According to the reporter: at the introducing of the probe into the esophagus the tube of the pressure plate was loosen, exactly where the distal white fitting is pressed into the tube. The fitting had to be removed out of the esophagus. Person injured, extension of procedure by more than 30 minutes, extension of incision by more than 1 inch, loss of vascular tissue.

Manufacturer narrative:
(B)(4).